Event description:
Customer stated that they had low po2 pt values. More specifically, several pts without illness had po2 values of 60 mmhg. Customer put the pts on oxygen and tested new samples for po2 and the values did not improve. Customer did not state that any pts were mistreated or diagnosed based on the low po2 values. No other info was provided regarding this event. (B)(4)

Manufacturer narrative:
The device has not been returned for eval and the results of the investigation are still pending.